Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery had loss power. No harm requiring medical intervention was reported. The device will not be returned for analysis.